Manufacturer narrative:
Additional information was received stating that this system had generated a red alert for remote monitoring being disabled. A boston scientific technical services consultant documented the clinical observation and recommended device replacement. Additional information was received from the boston scientific sales representative stating that this patient's condition has improved as he was released from the hospital. However, the patient is a do not resuscitate (dnr) status and is now under the care of an extended care facility. There are no current plans for device replacement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller and communicated the meanings of each fault code. The consultant informed the caller that the device and the lead should be replaced and to evaluate each product at the replacement procedure. The caller stated it is not certain if the system will be replaced due to patient condition. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was found unresponsive due to cardiac arrest and was in the intensive care unit (ICU). A boston scientific sales representative was contacted to perform device interrogation. The patient has other medical conditions and was going to have a procedure not related to this system. The caller was inquiring if the device could be deactivated for the procedure. Device interrogation revealed fault codes (fc) 1004 and 1007. There were no alerts identified in the device history and a review of the daily measurements noted stable shock impedance measurements over the past year at around 50 ohms. No additional adverse patient effects were reported.